Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm and perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm. No a broken force sensor was detected during seating or regular delivery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and pump error. The customer¿s blood glucose level was 140 mg/dl. The customer reported that they received a motor error alarm and also had pump error and was unable to clear. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per healthcare professional instructions. The insulin pump will be returned for analysis.